Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The customer returned one dialyzer from the reported lot number with blood contamination present throughout the dialyzer fibers and header caps. A bubble point leak test was performed. A leak was detected coming from the non-cavity ID end of the dialyzer located at approximately 45°, with the dialysate ports situated at 0°. The dialyzer was then subjected to destructive disassembly for further visual examination. A potted fiber fragment was identified on the non-cavity ID end of the dialyzer in the location of the identified leak. The identified fiber fragment extended out of the pu potting surface and measured approximately 0.10 mm in length under magnification (x20). The opposing end of the fiber was identified and was securely potted at the opposing end of the dialyzer. No other damage or irregularities were noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility supply chain vice president (vp) reported that a dialyzer blood leak occurred. Upon follow-up with the biomedical technician (biomed), it was reported that the blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed in the dialysate. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.